Event description:
Pt had an ace captured hip fixation in 2000. Pt went to rehab and was unable to walk. Pt was returned to the hosp for further surgery. Surgery revealed a broken four hole plate and the pt was revised (right hip). This pt has many medical problems.